Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, for propofol medications witnessing was not turned off for all instances. The customer reported that the malfunction resulted delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the witness was required for inventory. A technical support specialist checked the device settings and found that a witness was required for inventory, waste, and return transactions. Explained why the item was prompting for a witness. Then ran a report on the server for stations anes10 and anes11 and did not find any witness transactions and provided information to customer. Customer confirmed based on findings, appeared to be a different issue, and proceed to close this issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, for propofol medications witnessing was not turned off for all instances. The customer reported that the malfunction resulted delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.